Event description:
During a cataract extraction procedure, a surge of irrigation caused the capsule to rupture. An anterior vitrectomy was performed, and the procedure was completed with no further problems.